Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged and pulled back due to twiddling by the patient. The rv lead also had no capture at high outputs and decreased sensing. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that lead appeared twisted-twiddlers. If information is provided in the future, a supplemental report will be issued.